Manufacturer narrative:
D6; device returned with no lot ID.

Event description:
The instrument was usedduring a laparoscopic cholecystectomy. It was reported immediately after performing the cholangiogram, while inserting a 5mm laparoscopic grasper into the anterior axillary 5mm trocar, the top portion of the trocar sheared off from the trocar shaft at the point where the body of the trocar and the shaft meet. Since part of the remaining shaft remained in the abdominal wall the surgeon was able to remove it, inserted a new 5mm trocar and finish the case. There was no consequence to the pt. The or staff reports no unusual torquing of the trocar prior to the event. The trocar was from an ftr22 kit, lot number j43w06.